Manufacturer narrative:
Product analysis: as found condition: the pipeline flex and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages were found with the pipeline flex proximal pusher. The hypotube was found stretched with the ptfe shrink tubing intact (figure f). No damages or irregularities were found with the resheathing pad, proximal bumper or resheathing marker. The ptfe dps sleeves were found undamaged. No damages or stretching was observed with the tip coil. The braid was already deployed. Both braid ends were found fully opened, damaged, and frayed (figure c , e). The middle braid did not fully open (hourglass) and found damaged and twisted (figure d). No flash or voids molded were found within the phenom-27 catheter hub. No damages or anomalies were found with the catheter hub. The phenom-27 catheter body was found kinked at ~2.5cm from the distal end. No damages were found with the distal tip or marker bands. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.5cm and the usable length was measured to be 152.0cm. As the model and lot numbers were not reported, conformation to specification could not be confirmed. Conclusion: based on the analysis findings, the customer report of ¿movement during deployment¿ could not be confirmed through device analysis. Possible causes of failure include vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid, or incorrect braid sizing. Customer reported devices were prepared per IFU. Therefore, the likely cause could not be determined. The braid was found damaged/twisted, the hypotube was found stretched and the phenom-27 was found kinked. These damages are indicative of resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the pipeline flex ped stent deployment process, the stent was not deployed to the detachment point, the detachment point slipped and could not be controlled. Then the stent was retrieved as a whole using the intermediate catheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a xt27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.